Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a no delivery alarm during a basal. Customer's blood glucose was 434 mg/dl. She stated she had treated her blood glucose with a bolus. Troubleshooting found insulin was able to exit from the tubing. Customer was advised that their site may be occluded. No additional information provided.